Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the available lot numbers and found to be according to the specification, valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available the root cause of the failure is not product related. Rational: without further knowledge about the circumstances we assume subluxations, or so-called post jumps, would have been created here. These could have been caused by an accident or external force. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not return.

Event description:
Country of complaint: USA. Patient #3: patient had to receive a custom tibial insert due to chronic dislocation of ps revision poly. Components in use listed as concomitant devices are: nx250 / vega ps+ gliding surface t5 10mm, nx059z / as vega ps tibial plateau cemented t5, nx036z / as vega ps femoral comp.cemented f7r.